Event description:
It was reported that inadequate stent apposition and stent thrombosis occurred. The patient presented with st segment elevation myocardial infarction (stemi). A 24 x 3.50 rebel stent was advanced to treat the lesion. After the procedure, stent thrombosis was noted. Subsequently, the patient was brought back into the lab and the physician aspirated the thrombus and performed intravascular ultrasound (ivus). Post ivus, it was noted that the stent was undersized, post dilation of the stent was performed to grow it. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).